Event description:
During a lower anterior resection procedure, the instrument was fired and the staples were formed but the knife didn't cut, so there was no lumen created. The bowel was cut on both sides of the staple line to make an anastamosis. There was no pt consequence.